Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir ring was damaged. The customer¿s blood glucose level was 110 mg/dl at the time of incident. Customer stated that the reservoir was always not able to lock into place. The insulin pump will not be returned for analysis.